Manufacturer narrative:
(B)(4). The fsr confirmed the reported issue. He noticed that the oxygen sensor connector was very loose-low tension at connector pin to oxygen sensor jack. He installed a new o2 sensor and connection was tight. The fio2 was recalibrated and the issue was resolved. The epgs met manufactures specifications and was returned to clinical use. The suspect oxygen sensor was returned to manufacturer for further testing and evaluation. The product surveillance technician (pst) concluded that there was no failure of the o2 sensor during laboratory testing, the measured o2 output was accurate and the connection of the o2 sensor was solid. The pst physically agitated the connection to the o2 sensor but did not cause any failure. Visual inspection observed nothing that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during field service installation, the electronic patient gas system (epgs) displayed a calibration error message "cal". The epgs unit was installed on the base system 1 (pn 801763 sn (B)(4)) and calibrated successfully. The fraction of inspired oxygen (fio2) was set to 21% and the external oxygen (o2) analyzer measured 21%, but system 1 fio2 displayed 36% with a "cal" message. The fsr calibrated again but had the same result. There was no patient involvement.